Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The compromised force sensor system alarms could not be verified due to the motor error alarms. The unit was also received with a cracked case at the display window corners, a minor scratched liquid crystal display window, and a shifted and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer stated that she was changing out her set in the morning, and when she performed the fill tubing step, insulin squirted out prior to the alarm. The customer's blood glucose was 268 mg/dl. She stated that the insulin pump had not been dropped or bumped prior to the alarm. She stated that the drive support cap was flush and had pressed the cap in to make it indented. She advised that she was not connected to the device when she pressed the drive support cap in. She was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.